Manufacturer narrative:
The prismalix series operating manual includes some general instructions concerning cleaning. In particular it requests to "use a cloth to rinse with clean water in order to remove residues". Maquet has provided the complainant with a quote for the repair, and informed him about an appropriate cleaning protocol to prevent stagnation of cleaning agents.

Event description:
Customer reported that the light in operating room #6 is showing signs of corrosion and is flaking off. No injuries were reported to maquet. (B)(4).